Event description:
"The customer contacted us by email as they had trouble getting their cup out when they used their new menstrual cup for the first time. The customer had not used a cup before but decided to test it before entering menopause. The customer could not remove the cup, and needed medical professionals help from their gynaecologist. The customer had read the instructions and sought assistance from our online site and (B)(6). The cup had no damage before, during or after the incident. The customer had no vaginal or other adverse effects during or after the removal. They did not have their blood test taken to rule out infection as there were no symptoms. We gave the customer a full refund."